Event description:
The customer reported to olympus, the colonovideoscope experienced an e217 no image unrestorable error code. The device was returned for evaluation. During the device evaluation, white foreign material was found in the air water cylinder and air water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed due to a data error of the scope's circuit board. The evaluation found the flexibility adjustment ring had a scratch, the grip had a scratch, the switch box had a scratch, the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the lock engagement lever, the plug unit had a scratch, the scope connector cover unit had corrosion due to water leakage, the plastic distal end cover had a chip, the bending tube was deformed, and the connecting tube was snaking. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.